Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a a ped pipeline stent could not be opened and retracted successfully into a phenom catheter. The devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as per IFU. The patient was being treated for an unruptured, fusiform aneurysm in the left anterior cerebral aneurysm. The max diameter was 2.1mm and the neck diameter is 1.8mm. The distal landing zone was 1.9mm and the proximal landing zone was 2.0mm. Vessel tortuosity was moderate. The patient was undergoing blood flow oriented therapy. The access vessel was the femoral artery with a diameter of 6.0mm. No patient injury or symptoms were reported.  Ancillary devices: ev3 p27 microcatheter.

Manufacturer narrative:
Product analysis: as found condition (condition of returned device): a pipeline flex embolization devices and a phenom-27 catheter were returned for analysis within a shipping box; within a resealable plastic bag; within an opened phenom-27 catheter outer carton and within a plastic bag. Visual inspection/damage location details: the inner diameter (ID) of the phenom-27 microcatheter was found to be 0.027¿ per IFU (instructions for use). Per pipeline flex embolization device instructions for use (IFU): ¿the pipeline flex embolization device is designed to be delivered through a compatible micro catheter of 0.027¿ inside diameter. Therefore, the phenom-27 micro catheter was found to be compatible for use with the pipeline flex embolization device. The pipeline flex was returned within the phenom catheter and found to be extending ~37.1cm from hub and ~6.2cm from distal tip. The pipeline flex embolization device was then removed without issue from phenom for further evaluation. No bends or kinks were found with the pipeline pushwire. The hypotube was found to be intact with ptfe pulled back. The proximal bumper, re-sheathing marker and re-sheathing pad were found to be intact. The dps sleeves appeared to be in good condition. The tip coil was found to be intact. Due to the condition in which the braid was returned, the proximal and distal braid ends were unable to be determined. Braid end 1 was found to be opened. Braid end 2 was found to be opened and frayed. No other anomalies were observed. Testing/analysis (including sem reports): n/a conclusion: based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open¿ was unable to be confirmed as pipeline flex braid ends were found to be open. Possible cause for ¿failure to open¿ is the result of damaged braid, braid was overstretched during delivery, or user deploys braid in vessel bend. Based on the device analysis and reported information, the customer¿s report of ¿catheter resistance¿ was unable to be confirmed and the root cause was unable to be determined. Possible causes for ¿catheter resistance¿ are incompatible devices, flush rate too low, insufficient catheter flushing or lack of continuous flush, or insufficient guidewire or delivery system hydration. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was resistance in the tip end of the catheter. There was no damage to the pipeline pushwire or catheter observed. The distal section of the pipeline did not open. At the blood vessel flat, several attempts to open it failed.